Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. The readings the customer reported were found in the meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A reading less than 20 mg/dl would display a "lo" message.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
The customer reported on (B)(6) 2010 they got message "lo", lower than feels readings of 38 mg/dl and 57 mg/dl on their precision xtra meter and experienced vertigo, hallucinations, diaphoresis and tremulousness with subsequent loss of consciousness. The customer reportedly self-presented at a health care facility where he was diagnosed with hyperglycemia and treated with insulin. The customer further reported being diagnosed with hypercholesterolemia, hypertension, unspecified cardiac and thyroid condition. The customer reportedly self-treated with diabetic medications lantus and glipizide ER in addition to antihypertensive, psychotropic, hypercholesterolemic, antihypothyroid and antiglaucoma medications. There was no report of death or permanent impairment associated with this medical event.